Manufacturer narrative:
Received one (1) used list #14687-15 primary plum set. No damage or anomalies were observed. The set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. The set had a cassette test failure alarm during testing and further infusion was unable to be performed. The set was also leak tested per specifications and there were three leaks observed throughout the cassette. Additionally, the cassette underwent stack height measurements of which one corner failed. The complaint of the pump showing cassette test failure can be confirmed. The probable cause of this event is related to the product being exposed to excessive heat during transportation, which may contribute to the warpage of the cassette leading to cassette errors and leakage. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. A lot history review showed a complaint from the same lot where there was a cassette warpage and this issue is undergoing further investigation. D9 - date returned to mfg: 3/8/2024.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a failure alarm. The reporter stated, ¿pump showed cassette test failure." There was no problem with the involved pump. The pump type/name is unknown. The event occurred during infusion. There was patient involvement with no patient harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. E1 - initial reporter phone: (B)(6).